Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys anti-hcv ii result from the cobas 8000 e 801 module for one patient. The sample yields a repeated reactive result, but on another roche analyzer, it gives a negative result. The initial result was 1.16 coi (reactive). The second result was 1.17 coi (reactive). The third result was 1.16 coi (reactive). The result on another roche analyzer was 0.769 coi (non-reactive).

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration and qc results for the reported analyzer are within the specified ranges. The alarm trace and preanalytical data did not indicate any issues. The event's cause could not be determined based on the information provided. Product labeling states: "coi - >/= to 1.00. Result - reactive. Interpretation of results - antibodies to hcv detected retest procedure - presumptive hcv infection, follow cdc recommendations for supplemental testing." Single false results (false reactive or false non-reactive) can occur and are covered by the sensitivity and specificity claim of the assay. The reagent is performing within specification based on the provided calibration and qcs for the reported analyzer.